Event description:
Investigator has assessed the previously reported death as non-cardiac. Cause of death was cardiopulmonary arrest and respiratory failure. Investigator indicated that the death was not related to the study device.

Event description:
An endeavor sprint drug eluting stent was implanted during the index procedure in the rca. Approximately 31 months post index procedure patient expired. Cause of death was cardiac. Investigator did not assess the relationship with the study device or procedure.

Manufacturer narrative:
Results, conclusions: death. (B)(4).

Event description:
The cec have adjudicated the previously reported non-cardiac death as cardiac.